Event description:
A cartridge alarm was reported by the caller, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. No adverse impact was reported. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).